Event description:
It was reported that a half day infusor leaked from the elastomeric reservoir. The infusor was filled with the antibiotic desferrioxamine. The reporter stated that the delivery tubing appeared to be partially detached from the elastomeric reservoir. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The lot number 13g048 was manufactured july 22, 2013 - july 24, 2013. Evaluation summary: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation. Visual inspection identified that the tubing was partially separated at the junction of the set-cap, confirming the reported condition. The cause of the malfunction was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.